Event description:
Patient reported right side exchange due to textured biocell breast implant. Patient later reported right side ¿intramammary lymph nodes in the periphery of the inferolateral quadrant of the right breast measuring 1.2 cm¿, "multiple and diffuse elastomer folds can be seen in all mammary quadrants", and "tiny sparse cysts" which is not device-related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intramammary lymph nodes in the right breast measuring 1.2 cm."